Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Caller reports that the lower corner of the touchscreen is off. There was no patient involvement.

Manufacturer narrative:
(B)(6) 2018. Caller reports that the lower corner of the touchscreen is off. The reported problem was confirmed and was repaired by the customer. Customer reported that replacing the touch screen corrected the issue and the ventilator was in working condition for patient use. The device was not being used for treatment when the reported event occurred . Device was evaluated and repaired by the customer's biomedical engineer.